Event description:
Infant in nicu developed acute deterioration in respiratory status, requiring increased oxygen and ventilator support. It became apparent that the infant was over-infused with d13 total parenteral nutrition (tpn) through an alaris large volume pump (lvp) connected to a point of care unit (pcu). The alaris infusion pump involved was accidentally programmed for 68 ml/hr instead of the ordered rate of 6.8 ml/hr. The pump infused for approximately 2 hours, infusing approximately 150ml of fluid during that time. The infant became extremely hyperglycemic and hyperkalemic, and continued to deteriorate despite aggressive medical and ventilatory management. The patient expired the next day. It is believed that, although the pump did not malfunction, inherent design flaws in the infusion pump may have contributed to this event. Device:1. Pcu model #80002. Large volume pump (lvp) model #81003. Syringe module (attached, but not directly involved in incident)root cause analysis:1. Preventative maintenance was up to date at the time of the incident2. Preventative maintenance was performed after the incident and no issues were found3. The historical data logs of the pump were downloaded and reviewed. It was verified that at the pump was programmed for a "basic infusion" at 68 ml/hr and a volume to be infused (vtbi) of 150ml. The pump ran from approximately 2 hours, with a 2 minute pause. The total contents left in the IV bag of d13 tpn was 75ml, measured using a graduated cylinder. The bag was originally filled with 238.2 ml, therefore approximately 163 ml were infused in total.4. Mechanical testing was performed to determine the force required to press the buttons on the pump. Particular interest was paid to whether or not the force required to press the decimal point was higher than the force to press the other number digits. It was found in preliminary testing that the force to press the decimal point was greater than the force to press the "6" or the "8" buttons. An rn programming the pump could potentially press the "6" then the decimal point, but not have it register on the pump because not enough force was exerted due to human factors design issues.6. The alaris pumps do not make a "beeping" noise as the buttons are pressed for this patient population modality. Therefore, there is no audible confirmation to the rn programming the pump that he/she has pressed a button and that it has registered.7. It is being investigated what level of visual acuity is required to read the pump with varying lighting levels and heights of the pump.